Event description:
It was reported that the case involved an svg to the rca that was heavily calcified and diffuse with a 90% blockage. Predilatation was performed and then five stents were implanted. The pt left the cath lab, but was complaining of chest pain, so pt was brought back to the cath lab a couple of hours later. There was a distal 90% blockage seen in the same graft where all the stents were already implanted. Dilatation was performed on this area and then a mini vision was advanced to be placed distal to all of the stents, but it would not cross. The dr tried pushing the mini vision, but it would not cross. It was decided that more dilatation was required, so the mini vision was pulled back and at that time, the stent dislodged from the stent delivery system, most likely getting caught on one of the stent struts. A balloon catheter was used to compress the stent against the vessel wall. Then, another mini vision was attempted to cross the distal area, but it would not cross and it was removed without issue. The dr felt that he should have post-dilated all of the implanted stents better and he is not blaming the mini vision. No pt effect was reported and no additional info was available.